Manufacturer narrative:
Product event summary: the mapping catheter, (B)(4) with lot number 217434971, was returned and analyzed. Visual inspection of the mapping catheter showed the service loop was intact, but the achieve shaft was broken at 1.674 inches from the lemo connector. In conclusion, the reported shaft kink was confirmed as a result of the broken shaft. The balloon catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure while prepping the balloon catheter and mapping catheter, the mapping catheter hub was noted to be bent after taking it out of the package. The hub was attempted to be bent back in place and as a result, the wire snapped and broke. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.